Event description:
A customer reported encountering a cartridge alarm, which did not impact their blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or utilize multiple daily injections for insulin therapy until the replacement arrives.